Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/24/2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The reported event of receiver ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and firmware errors were observed. The reported event that the receiver ceased to function was confirmed during log review. A root cause could not be determined.